Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the battery compartment was found to be cracked. There was evidence of moisture corrosion observed on the display screen. Further moisture corrosion was found to the keypad connector and the continuous glucose monitor module. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was present on the internal components of the pump. This report is made based on results of investigation completed on (B)(6) 2016.